Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's daughter contacted dexcom technical support on (B)(6) 2011 to report that pt experienced an inaccuracy in cgm readings during an extreme low (cgm 90 mg/dl, bg 36 mg/dl). Pt had driven home, lost consciousness, and crashed into the interior wall of her garage. Pt was discovered by her son-in-law. Pt's husband administered glucagon and called the paramedics. Upon arrival, paramedics checked pt's condition and were not required to provide further medical intervention. Pt was resting at home at the time of her daughter's call to dexcom.